Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that the paramedics were called twice and the second time she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading both times was 30 mg/dl when paramedics arrived. Nothing further was reported.